Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the large suturecut needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument wire is torn. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was visually inspected prior to use with no damage noted. The issue occurred while sewing, without any collision with other instruments. There were no problems with the opening/closing of the grips, left/right motion, or up/down motion of the wrist. A wire broke intraoperatively, causing a delay of less than 5 minutes, but no fragment fell inside the patient. The instrument was sent for evaluation, and no photographic images or video recordings are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding a torn wire was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.